Manufacturer narrative:
(B)(4). Eval summary: no ees carton or individual package was returned. We rec'd only instruments not in original ees package. Event could not be confirmed, as the instruments were not in original packaging and not packaging was returned. Batch history review could not be performed because lot number is unk. Event not confirmed; packaging not returned.

Event description:
It was reported that prior to the procedure, the blue paper was torn on the bariatric tray. Another tray was pulled and the case was completed with no pt consequence.